Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loop recorder exhibited intermittent undersensing resulted in inappropriate pause episodes. It was noted that this was likely due to the position the patient was sleeping in resulting in poor pocket contact and variable r-wave amplitudes. Programming changes were made. The patient was stable.